Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three in.pact admiral dcbs were used to treat the left prox, mid & distal sfa. Approximately 6.5 months post procedure the patient died of unknown cause. Investigator assessed the event as not related to the device, procedure or paclitaxel.